Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the pressure control switch was damaged allowing water to leak from the sterilizer. The technician replaced the pressure control switch, tested the unit, and confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their evolution sterilizer onto the floor. No report of injury.